Manufacturer narrative:
Concomitant products: model: d314trg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. A lead fracture was confirmed and insulation damage was visible once the lead been extracted. Physician attempted to implant a replacement rv lead but the patient's superior vena cava (svc) became completely occluded following explant. The physician consulted with colleagues and chose to downgrade patient from cardiac resynchronization therapy defibrillator (crt-d) device to a dual chamber implantable pulse generator (ipg) and utilize the existing right atrial (ra) and left ventricular (lv) leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.